Manufacturer narrative:
Other relevant device(s) are: product ID: neu_ascenda_cath, product type: catheter; ubd. Evaluation of the implantable ascenda catheter revealed damage to the transition tubing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer without any information.